Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge change error message occurred during the load sequence. During troubleshooting, the customer reloaded the cartridge and subsequently, a cartridge detection notification occurred. The customer successfully reloaded the cartridge and insulin delivery was resumed. Customer's blood glucose was 97 mg/dl.